Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. Additionally, it was noted that the rv lead was found to be dislodged. The patient experienced shortness of breath and was brought to the emergency room. Isometric testing was performed and it was noted noisy signals were oversensed, which was believed to be caused by myopotential on the rv lead. Pacing inhibition greater than two seconds were also determined. A revision procedure was performed, and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.